Manufacturer narrative:
(B)(4).

Event description:
It was reported the device went to back up vvi mode, after a surgical treatment. The issue was resolved after installing a new firmware. The patient condition is stable.